Event description:
This device is reported to have failed the opcheck test and fails to see the test load and paddle ECG test. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). This device is reported to have failed the opcheck test and fails to see the test load and paddle ECG test. There was no reported pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.